Event description:
Paramedics attended to a male diagnosed in cardiac arrest. External pacing therapy was administered. The device allegedly displayed excessive artifact each time pacing energy was delivered to the pt and the pt's electrocardiograph rhythm was not discernable. A backup device did not display excessive artifact. The pt's outcome is not known.